Event description:
It was reported that the patient underwent a posterior cervical fusion from levels c3-t2 to implant posterior fixation instrumentation. The rods and screws were implanted at both sides. Axial connectors were used to connect the rods around c7 segment. About 2 weeks post implantation, the connectors loosened on both sides and the rods were disassembled. The patient fell back to kyphosis. The revision surgery was performed, and the whole construct was removed. The new posterior fixation instrumentation was implanted. Reportedly, the patient was doing well post the revision surgery.

Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.